Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant inratio values. Patient's therapeutic range: 2.5 - 3.5. (B)(6) 2015 inratio = 3.2; repeat inratio = 3.8, 15 minutes between inratio tests. Historical inr lab = 2.2, completed a week prior, no exact date provided. No adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion update: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. After reviewing all previous in-house donor testing conducted for lot 360632, no product deficiency was found. The release specification is within the calculated confidence interval of the percent flier rate for complaint investigation testing. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. It is reported that the customer has lupus. Testing with an aps-insensitive laboratory method is recommended for these patients. The customer's blood sample may have interfered with the coagulation test and may have contributed to the unexpected results. Based on the information available, there is no indication of a product deficiency.